Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, sleep current measurement test and self test. No flashing medtronic logo noted during boot up. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. Insulin flow blocked alarm during bolus delivery was found in the history files on 06-jun-2023 at 14:48:35.00. Pump error 4 was found on 07-jun-2023 at 07:53:18.00 due to an error in the ipc communication in the motor cpu as a result from pump error 63 variable 15. Pump error 63 variable 15 was found on 07-jun-2023 at 07:53:18.00 due to a two wire interface programming error. Pump was cut open and found evidence of moisture damage on pcba 1. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. In summary, insulin blocked alarm during unknown timing was not confirmed during testing. Pump passed full drive test and full functional test. No unexpected insulin flow blocked alarms noted in pump history download. Pump exposed to moisture confirmed on pcba 1. Flashing medtronic logo not confirmed during testing. Pump error 4 and pump error 63 variable 15 were confirmed due to hardware error anomalies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that  customer reported with the flashing display with the medtronic logo along with the insulin flow block alarm . Troubleshooting was performed and customer not reporting in blank display or partial display but its displaying with flashing medtronic logo. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the device will be returned for analysis.